Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported symptoms of severe pain in molars and had a tooth extraction (unknown tooth number). The patient did not report requiring medical intervention to alleviate the reported symptoms. The patient report being taking tylenol 500 mg to alleviate the reported symptoms. The patient has continued the use of the aligners and is getting better after the extraction.